Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm long bipolar grasper instrument had a frayed cable. The instrument was unable to be opened. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the jaws of 8mm long bipolar grasper instrument were not stuck on tissue when reported event occurred. There was no unexpected tissue removal. There was no bleeding. Customer replaced the instrument and completed the procedure robotically. The instrument was returned to isi for evaluation. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Patient information was requested but, reporter was unable to provide it.